Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was cracked and there were no stripped compartment threads observed. There was corrosion observed inside battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 12hr duration test; and there were no reboots duplicated during this time. A leak test failed with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the pcb or internal components. There was no damage to the power circuit was found. The display screen has a pinkish contrast.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment threads were stripped and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.